Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external visual inspection was performed and no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and device-device interaction testing; no issues were observed that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.